Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient whose age and gender were not provided had an impella cp pump inserted in an unknown insertion site an unknown indication. It was reported the patient developed impella access site bleed. As a result, blood products were administered, with amount administered unknown. Patient's act values were 160 per seconds. No further information was provided.